Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The issue was resolved by the time of the call therefore no troubleshooting could be performed. Customer's blood glucose level was 328 mg/dl.